Event description:
It was reported that at the pt's refill visit 2008, a pump volume discrepancy was noted. The hcp refills the 18 cc pump with 20 cc of medication during refills, so the programmer showed the expected reservoir volume (erv) as 4.7 mls; however, because of programming limitations with the 20 ml refills the actual erv was 6.7 mls; the actual reservoir volume was 14 mls. The pt's pump was refilled; the concentration and dose of the baclofen were not changed. About 40 mins later, on the pt's way home, she experienced respiratory depression. She stopped at a hosp and was intubated. She was given narcan, but it didn't help. She was transferred back to the hosp where the refill had been done. The pump was interrogated and stopped. The pt was hospitalized in the intensive care unit for five days. The pump was not restarted and the hcp planned to explant the pump the following month. The pt was at home and was reported to be doing fine; the pt was taking unspecified oral medication. The hcp was uncertain what had caused the pt symptoms, but the refill nurse was certain that she was in the reservoir port at the time of the refill. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
.